Event description:
Paramedics using q-CPR coaching device arrived in hospital with a patient in full arrest. Resuscitation unsuccessful but patient had open wound to sternum. Patient would have required surgical debridement and possible reconstruction of sternum. Pictures taken and coroner notified.======================manufacturer response for CPR coaching device, q-CPR (per site reporter).